Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported inaccurate delivery and renal occlusion could not be confirmed based on the single, still, pre-implant image provided; therefore, the cause of the event could not be conclusively determined. Procedural angiograms showing the positioning and deployment of the stent graft, as well as the occlusion, were not available for assessment of the events. Although it cannot be confirmed, it is likely that the severely angulated proximal neck was a contributory factor in the inaccurate delivery, potentially leading to occlusion of the left renal artery. B5; additional information received: it was confirmed that the patient is progressing well medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during endovascular repair of a 48 mm abdominal aortic aneurysm. It was reported that deployment of the main body graft began from a position slightly above the left renal artery. After two covered stents were deployed, the main device was pulled down to align with the lowest renal artery, and contrast imaging was repeated. Based on these images, the main body was further adjusted downward, the suprarenal stent was fixed, and deployment continued as planned, followed by the placement of a limb stent graft. On final contrast imaging, the left renal artery appeared faint. Additional imaging from a different angle revealed that the proximal fabric edge of the main body was covering the left renal artery. Although some contrast was still visible, it was less dense and delayed compared to the right renal artery. Given the patient¿s advanced age and the absence of endoleak, no additional intervention was performed, and the procedure was concluded. According to the physician, the misalignment and coverage of the left renal artery may have occurred during deployment and the main body may not have been positioned as intended. However, as this could not be verified, the cause of the event remains undetermined. No additional sequelae were reported, and the patient will continue to be monitored.